Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening on posterior side assessed surgical damage and one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Yellow particles in device outer surface are observed. Broken of plug strap assessed as unidentified (tear) opening.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.